Manufacturer narrative:
The investigation was conducted based on the event description and previous investigations on similar complaints. Results: based on the report provided by our us office, the hospital cleaning staff used super sanicloth germicidal disposable cloth to clean the warmer head assemblies. The cloth contains 0.50% ammonium chloride and 55% isopropyl alcohol as active ingredients. Also mentioned was that the heads were possibly not cooled before cleaning. Conclusion: the operating manual states that cleaning of all parts of the warmer and accessories should be done at normal room temperature, around 23 degrees c. The device is made up of polycarbonate plastics. Cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aqueous solutions are not recommended as these may cause chemical reactions to the plastic material. The cracking problem due to the use of non-compatible cleaning materials is a known problem; however, the reported fault cannot be confirmed due to limited information available. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.012%.

Event description:
A hospital reported that the warmer head assemblies of iw930 cosycot infant warmer were cracking and chipping. Upon questioning, it is believed that improper cleaning methods were used. Three devices were affected. No patient consequence was reported.